Event description:
During eval of a transfer set, a broken occluder foot was visually observed.

Manufacturer narrative:
Eval summary: during eval of the sample, visual eval observed that one occluder foot was broken. Exact root cause of the broken occluder foot is undetermined. Renal quality engineering, along with plant mfg and quality personnel, will continue to monitor the product line for trends and will take corrective/preventive action as appropriate.